Event description:
Caller reported a safe-t-pro plus device came apart as a nurse was attempting to use it. While picking up the pieces of the device from the floor, the nurse was accidentally stuck by the needle. No serious adverse event was reported. A request was made for the device and any devices remaining in this device's original box.

Manufacturer narrative:
The event occurred in (B)(6).